Event description:
Physician used one mo.ma ultra balloon during carotid artery stenting (cas) of the left ica. It was reported that on the same day as the index procedure, the patient suffered a stroke and was treated with medication. The patient¿s right paralysis was improved and dyspasia still remained. The investigator has indicated that the event was not related to the study device but related to the procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
Additional information received reported that during the index procedure, the origin of the ica was severely tortuous and the stenting procedure was difficult. After stent deployment, the mo.ma ultra device was displaced during withdrawal of the stent delivery system and difficulty in flow control at eca was experienced. Thereafter, disturbance of consciousness occurred and the previously reported brain infarction was confirmed by MRI.

Event description:
The previously reported stroke was treated by medication. Right paralysis was improved and alogia (inability to speak) still remained.

Event description:
The investigator indicated that the event was not related to the procedure. The root cause was severe tortuosity at the lesion.